Event description:
Patient presented to physician with mild drainage from incision noted to start 2-3 weeks post implant procedure. Small spitting vicryl were observed but no dehiscence or notable purulence. Physician treated patient with antibiotics, including bactrim and bacitracin. Patient was seen (B)(6) 2020 with a great improvement and reduced irritation/redness. Patient has had previous issues with vicryls.